Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgical use, the universal reciprocating saw attachment was not holding the reciprocating saw blade in the attachment. The blade kept coming off the attachment. The spring appeared to be not functioning. There was no pt harm; however there was a delay in surgery for approx 0-15 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
Universal reciprocating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, the attachment was visually inspected with no detection of any external damage that may have contributed to the device potentially being nonfunctional. No other attachment or handpiece was returned with the complaint product. The reciprocating saw attachment was connected to a single trigger handpiece and confirmed the reciprocating action operated as intended. A blade was inserted into the attachment and manually rotated the locking mechanism into place to retain the blade. The internal spring loaded blade locking mechanism function is inoperable. The reported event "the universal power receipt attachment was not holding the reciprocating saw blade in the attachment; the spring appeared to be not functioning" was confirmed as the retention spring mechanism was inoperable and was therefore unable to retain a blade, not operating as intended. A corrective action is in place to discover the cause of the reported issue and preventative measures are being taken to ensure the resolution of this problem.